Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to hematoma and infection. This device was out of service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to hematoma and infection. This device was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator (crt-d) was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.